Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Additional patient information: primary and secondary cause of death; sepsis, respiratory failure and pneumonia.

Event description:
It was reported that the device alarmed "safety clamp open" during patient use. Upon assessment, the rn opened the clamp and reinserted the tubing set into the device and restarted the epinephrine infusion. The "safety clamp open" alarm continued. The rn transferred the epinephrine to a backup pump module. The nurse took approximately 45 seconds to troubleshooting and during this time, the patient experienced a cardiac arrest. The customer further stated that the patient was very sick with low expectations of survival. The patient survived this event, however the patient was placed onto comfort care and passed away within a few hours after the event with the primary and secondary causes of death being sepsis, respiratory failure and pneumonia.